Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. To resolve the issue, the customer changed the cartridge and sometimes the infusion set tubing and resumed insulin therapy. As the customer was not receiving an occlusion alarm when tandem technical support (cts) was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed. There was no reported impact to the customer's blood glucose level.